Manufacturer narrative:
There was no donor involved in the incident. The driver board was not returned to haemonetics, without physical sample provided for evaluation the root cause could not be determined.

Event description:
On (B)(6) 2020 haemonetics was notified of a burnt driver board on a pcs2 plasma collection system.